Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported symptom false upstream occlusion alarm. The device was functioning as intended, and passed all testing. No correction is required in relation to the reported symptom. The event history log review was performed and confirmed an "upstream occlusion!" Message on the reported date. Evaluation found the upstream occlusion to be a true alarm and not a malfunction as the device was operating within specifications.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy of levophined (, programmed amount and delivery rate unknown) in the surgical intensive care unit . It was also reported that the patients blood pressure dropped. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.